Manufacturer narrative:
Device evaluated by manufacturer: only the distal section of the device was received for analysis. The device has some cracks along the device working length. Also the device is broken at the proximal section. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter break occurred. A expel drainage catheter with twist-loc hub was selected for use. The expel was implanted a month ago. When the device was removed to be replaced, the catheter disintegrated and broke off in the patient. The catheter was removed from the patient's body with a lot of difficulty. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter break occurred. A expel¿ drainage catheter with twist-loc¿ hub was selected for use. The expel was implanted a month ago. When the device was removed to be replaced, the catheter disintegrated and broke off in the patient. The catheter was removed from the patient's body with a lot of difficulty. The procedure was not completed due to this event. No patient complications were reported.